Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during an anterior repair procedure on (B)(6) 2011. Post-procedure, the patient experienced mesh retraction causing pain, which began on (B)(6) 2012. Reportedly, the physician palpated tight mesh at the apex of the vagina in the clinic. The patient underwent a division and excision of the mesh retraction on (B)(6) 2012, and was prescribed estrogen cream and analgesia at discharge. The mesh retraction was reportedly resolved with this procedure, and the patient is scheduled for routine follow-up in the future.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date. (B)(4).